Manufacturer narrative:
(B)(4). Correction: event date, implant, concomitant medical products - date of event.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported foot retraction issue was not confirmed based on the condition of the returned device. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no product quality issue identified with this device based on the information reviewed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The access site was reported to be the right common femoral artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a coronary interventional procedure. Reportedly, when attempting to remove the proglide device, it could not be removed from the patient anatomy as the foot plate failed to retract. During the procedure, the handle of a second proglide device was taken apart to evaluate if there was a way to retract the foot plate. A vascular surgeon widened the access site so the proglide device could be removed. No vessel damage was noted. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.